Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received confirming the infection has since resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. The ipg started eroding through the skin. The physician opted to explant, replace, and relocate the ipg to the opposite site on (B)(6) 2021. The patient was administered IV antibiotics and was placed on oral antibiotics to take home.